Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® laa closure device and delivery system was advanced through the watchman® access system. The closure device was deployed, but the device did not meet release criteria so due to the patient's anatomy, so it was fully recaptured. Another delivery system was attempted. It was deployed, but again did not meet release criteria. It was recaptured, but the anchor on the closure device was noted to be damaged. The closure device was fully contained in the access system upon removal. Once the access system was removed, the physician noticed that the tip appeared to be kinked. The procedure was not completed as the patient's anatomy would not accommodate a closure device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). Blood was on the device and the valve was opened as received. The hub, shaft, and tip were examined. Shaft kinks were found 25.5cm, 42cm, and 65cm from the tip. The tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® laa closure device and delivery system was advanced through the watchman® access system. The closure device was deployed, but the device did not meet release criteria so due to the patient's anatomy, so it was fully recaptured. Another delivery system was attempted. It was deployed, but again did not meet release criteria. It was recaptured, but the anchor on the closure device was noted to be damaged. The closure device was fully contained in the access system upon removal. Once the access system was removed, the physician noticed that the tip appeared to be kinked. The procedure was not completed as the patient's anatomy would not accommodate a closure device. There were no patient complications and the patient's condition is stable.